Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvb16, (impl tapered scr-v sbm 3. 7mm 3.5mm 16mm) for evaluation. Visual evaluation of the as returned devices identified the outer boxes, outer vials, with broken green caps. Internal implants have no malfunction/damage. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1265019. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1265019 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿damaged or un-sealed sterile barrier¿. The customer did submit three (3) images for the reported event. (See attachments tab). IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants, ifu4869, rev. 9 - 10/19. Information identified: product packaging. Per the applicable IFU, all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. A definitive root cause could not be determined and is still being investigated. However, based on the applicable risk management file and investigation, the following potential causes are being considered/analyzed: transportation, temperature, pressure etc. Excessive torque/force application. O-ring on the high side and cap in the low side. This is an ongoing issue which is currently being monitored; actions are being taken and will be able to be traced through (B)(4). Therefore, based on the available information, the reported packaging malfunction did occur. Additionally, the reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: k011028, k013227

Event description:
It was reported that during receiving inspection of order # (B)(4). They found 20 tsvb16 lot # 1265029 with burst vial caps.